Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential post-operative complication. The exact root cause was unable to be determined. The likely cause was determined to have been procedural factors or patient activity contributing to the reported adverse event. The device history record (DHR) was unable to be reviewed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A2: date of birth: not available; d6b: explanted date: device was not explanted; e3: occupation:cath lab manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted, once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported, that the angio-seal device was involved an interventional heart cath of the coronary artery. Access was obtained through the right (rt) femoral artery. After the intervention, the physician closed the rt femoral artery with a 6 f angio-seal. The patient did not show any signs of hematoma or any other issues at discharge. The patient returned to the ER on (B)(6) 2023 with rt groin pain. The patient was diagnosed with a hematoma at the rt groin site. Hematoma was mashed out, and patient was discharged the next day (B)(6) 2023, with no other complaints. The blood loss was less than 250cc's. There is a direct allegation, that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 22 aug 2023: there were no issues with access, sheath guidewire or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertions, deployment, or removal of device. There were no concomitant medical products used with angio-seal. The size of the hematoma is unknown. No multiple sticks noted. The posterior wall was not believed to be punctured.